Manufacturer narrative:
The device is not expected to return as it was surgically abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited high impedance due to lead conductor fracture. No additional adverse patient effects.